Event description:
Caller reported a discrepancy in the insulin gauge display showing a different amount than expected, which happened on a previous day. There was no adverse impact to the customer¿s blood glucose level. Despite the issue, the customer continued using the same cartridge during a vacation and was advised by customer technical support to call back if troubleshooting was needed in the future; the caller agreed to this suggestion.